Manufacturer narrative:
Review of the batch files shows as follows: sample ID (B)(4) performed in batch (B)(4) with (B)(4) exp 01/12/2012 resulted as negative. Screening cell 1=neg visually appears negative. Screening cell 2 (fya pos)=neg visually appears very weak pos with a diffused cell button with slight red cell adherence around the button. Screening cell 3 (k pos) = neg visually appears positive with a diffused cell button and red cell adherence around the button. Other samples performed in the same batch resulted as expected. Sample ID (B)(4)performed in batch (B)(4) with (B)(4) exp 01/12/2012 resulted as negative. Screening cell 1=neg visually appears negative. Screening cell 2 (fya pos)=neg visually appears very weak pos with a diffused cell button with slight red cell adherence around the button. Screening cell 3 (k pos) = neg visually appears positive with a diffused cell button and red cell adherence around the button. Other samples performed in the same batch resulted as expected. Customers were informed of the need to inspect all negative results with crrs and capture-r ready ID in customer communication (B)(4).

Event description:
A customer reported an unexpected negative reaction when testing a patient sample with capture-r ready screen (crrs) on the galileo echo instrument.